Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd phoenix¿ m50 automated microbiology system, a false resistant result was obtained. Repeat testing was performed on the same sample, and the result was sensitive. Erroneous results were not reported out, and there was no report of patient impact. The following information was provided by the initial reporter: result discrepancy / the customer questions a result that is made resistant on one cassette and sensitive on another. What assay, analyte, media, test device was affected? Ert on unmic-416. Was this qc/survey or patient samples? Patient sample. What was the result of the bd test? Positive. What confirmatory testing was performed and what was the result? Unmic-416 and the result for ert was positive were results reported to a clinician? No. Were any patients treated based on erroneous results? No. Why did they do the test on 2 different casettes? Is this standard procedure? No they made the test on the same panel and the same lot. (They repeated the test on the same panel phoenix) and finally, they did the test with a concurrent method! Why did they repeat the test on the same panel? They repeated the test on the same panel because they needed a confirmation of the result. The result ert resitant was strange from their point of view is this standard procedure? It is not really a standard procedure. But sometimes they have this type of results, so they need to repeat the test.

Event description:
It was reported that while testing with the bd phoenix¿ m50 automated microbiology system, a false resistant result was obtained. Repeat testing was performed on the same sample, and the result was sensitive. Erroneous results were not reported out, and there was no report of patient impact. The following information was provided by the initial reporter: result discrepancy / the customer questions a result that is made resistant on one cassette and sensitive on another. What assay, analyte, media, test device was affected? Ert on unmic-416. Was this qc/survey or patient samples? Patient sample. What was the result of the bd test? Positive. What confirmatory testing was performed and what was the result? Unmic-416 and the result for ert was positive. Were results reported to a clinician? No. Were any patients treated based on erroneous results? No. Why did they do the test on 2 different casettes? Is this standard procedure? No they made the test on the same panel and the same lot. (They repeated the test on the same panel phoenix) and finally, they did the test with a concurrent method ! Why did they repeat the test on the same panel? They repeated the test on the same panel because they needed a confirmation of the result. The result ert resitant was strange from their point of view is this standard procedure? It is not really a standard procedure. But sometimes they have this type of results, so they need to repeat the test.

Manufacturer narrative:
The previous MFR report was submitted in error. Corrected product information was received, and the product involved is not sold within the us and bd does not sell a similar product within the us and/or it is not a registered medical device in the us. This complaint is not MDR reportable.